Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion (12th thoracic vertebrae) treating spinal caries on (B)(6) 2021. While the surgeon was tightening a setscrew with the inserter, he heard cracking noise. It was found that the chipped tip of the inserter had stuck in the core of the setscrew. The fragment was removed together with the setscrew. There was no patient consequence. The procedure was completed without surgical delay. No further information is available. This report is for one (1) viper2 x25 set screw inserter,. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual analysis of the returned sample revealed that viper2 x25 set screw inserter, the tip of the screw inserter was broken, and broken fragments were not returned no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition viper2 x25 set screw inserter, in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the viper2 x25 set screw inserter, while no definitive root cause could be determined, it is probable that the viper2 x25 set screw inserter, was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: - viper 2 x25 set screw inserter- 887002980 rev g/d device history lot - a review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number ag2098453 was released in a single batch. Batch1: lot qty of 133 units were released on 29 feb 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.